Manufacturer narrative:
(B)(4). Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the surgeon¿s experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Was the device difficult to fire? Was the device difficult to close? Were the donuts inspected? If so, please describe. Was the washer inspected? If so, please describe. Were there staple formation issues noted? If so, please describe the shape of the staples. Can you clarify why the colostomy was created instead of repairing the leak? Is it standard procedure for the surgeon to create a colostomy in the situation as described? Is the end colostomy temporary or permanent? What is the current patient status?

Event description:
It was reported that while the surgeon was performing a rectum resection, after firing the device, bubble test found leakage. After the bubble test, the surgeon confirmed that anastomosis wasn't created correctly and finished the procedure with hartmann¿s technique.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is the surgeon¿s experience with the device? Surgeon is very experienced, colorectal surgeon. Where in the green gap setting scale was the indicator located prior to firing? Yes. Was the device difficult to fire? No. Was the device difficult to close? No. Were the donuts inspected? If so, please describe. Yes, was the washer inspected? If so, please describe. No. Were there staple formation issues noted? If so, please describe the shape of the staples. No. Can you clarify why the colostomy was created instead of repairing the leak? He tried to repair but failed and created colostomy. Is it standard procedure for the surgeon to create a colostomy in the situation as described? No, it is not standard procedure. Is the end colostomy temporary or permanent? It is permanent. What is the current patient status? Patient is in good condition.